Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: ¿one late-onset allergy case occurred".

Event description:
Healthcare professional reported an unknown side "natrelle 133s te" contributed "only one late-onset infection case." The device has been explanted.